Manufacturer narrative:
The insulin pump received with missing retainer and reservoir tube lip o-ring. Analysis was unable to perform displacement test due to pump physical damage. The insulin pump had a cracked keypad overlay at select button. The insulin pump was received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer states the insulin pump had a crack in the case, but the insulin pump has not been dropped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates has been provided in this report.